Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they changed programs last week and are still having problems. Patient said for the most part the therapy is helping except at night and during the day when they lay down for a nap they can't make it to the bathroom. The patient reported they are getting therapeutic effect but would not specify if it was better or worse than 50%. Reviewed therapy expectations. The patient was redirected to their healthcare provider to further address the issue. Patient does not presently have a managing physician but is planning to follow up with their primary care physician. Additional information was received from the patient. They reported that on (B)(6) had system replaced with a non-medtronic product, however the old lead from the medtronic system was not removed. When asked, patient said that surgeon told patient that would need to make a large incision in patient's back to remove the lead. When asked, patient said that the reason for replacement was that the medtronic system just wasn't working 100% anymore even after reprogrammed several times. Patient calling to review MRI guidelines as said that two MRI hospitals refused to do an MRI because of the lead, said that the lead is too long. Documented reported event. No further action was taken by patient services. The patient was redirected to their healthcare provider to further address the issue. Patient said that received new bladder implant however said it isn't a medtronic product, however mentioned that the surgeon only removed the medtronic neurostimulator and lead is still implanted but not connected to anything.